Event description:
The facility representative reported a colleague infusion pump which experienced failure code 814:04 during biomedical testing. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B) (4)additional information: this issue is currently being investigated under CAPA # (B) (4).

Event description:
During the procedure the physician was unable to get the guide catheter past a stenosis in the left vertebral artery so a microcatheter and a guidewire were advanced through the guide catheter and beyond the stenosis. The guidewire was removed and replaced with another guidewire and the microcatheter was then removed. The guidewire lost its position in the vasculature so this maneuver was repeated. Following withdrawal of the microcatheter the physician noted that the distal tip of the microcatheter appeared stretched and 2 to 3mm of the braiding in the distal end was visible. The patient is reportedly in stable condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During service, a "stop key was found to be inoperative on the pump head module (phm) keypad" was discovered. The pump head module key pad was replaced. The pump passed all functional tests and was returned to the customer.

Event description:
The stop key was found to be inoperative on the phm keypad during the pump evaluation. The failure occurred at start up before setup. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. Uim master software versions with a software configuration number ending in 6.13.90 will be categorized as remediated.